Event description:
It was reported that the patient presented to the clinic for follow-up. Post-paced t wave oversensing was noted on a stored egm. Programming changes were made during the device check. No patient symptoms were reported.